Event description:
On 05/24/2011, the pt's mother reported, the pt is having issues with the up and/or down button of the infusion device, she is unsure which button. The pt was not available to troubleshoot. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.